Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that she took the patient to the hospital, which was later determined to be for a heart attack. Patient was then transferred to hospice, where he passed away the same day. Patient was not wearing dexcom continuous glucose monitor (cgm) at the time of death. Patient's wife had removed cgm. Patient's wife reported known cause of death as cardiac arrest and renal cancer. Patient's wife reported that the patient had a cat scan (CT) on (B)(6) 2015, but no other procedures were performed. Patient's wife further reported that the patient had a history of hypothyroidism and renal cell cancer. Patient had underwent resection of the kidney and two adrenalectomies. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from cardiac arrest and renal cancer. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.